Event description:
The hcp reported that in the process of refill, the estimated reservoir volume had been 3cc and the actual was 6cc with " a lot of blood." The hcp continued with the refill of 18cc of morphine. "Unsure if injected into pocked or if pump port." The pt experienced a "possible morphine overdose-nauseated, lethargic." The pt was transferred to the hosp. The pt is reported to be doing much better-is up and walking. A follow up report will be sent if additional information is received.